Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and two afx limb extensions to treat dissecting aneurysms in both common iliac arteries. This is off- label as there is not abdominal aortic aneurysm (aaa) present. Post-deployment angiography showed a type 2 endoleak, a coil embolization was performed and the procedure was completed. Approximately 16 months post initial procedure patient presented to the hospital with buttock claudication. A CT (computed tomography) revealed a type 3a endoleak due to the left iliac limb stent graft extension being kinked/ buckled. An intervention was completed. The physician elected to implant an afx limb extension at the junction of the bifurcated stent graft and the left iliac limb stent graft extension to resolved this event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. However, during the investigation and with the information available, endologix found evidence to suggest the device was used off-label based on the initial procedure was outside the indications of use (off-label) per the IFU due to the absence of an abdominal aortic aneurysm (aaa). The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: d1: product family has been updated. G3: report source ¿ remove company representative and health professional. G4: date of received by manufacturer has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11